Event description:
Nine days after the implant was placed the programming was turned up to on hundred percent and begain to feel intense abdominal stimulation. Contacted the boston scientific representative and the doctor. Programming adjustments were made. Once it was turned back on intense stimulation up the right arm was felt and unbearable stimulation throughout the body with movement. One night the reporter begain to hear music and the music got louder and the pain was unbearable. Reporter states that he thought the music was coming from his neighbors house and he felt like he was in a different reality with visual disturbances. Reporter tried to adjust his stimulation to another level and felt electrical stimulation up the back of his neck. He spoke to his doctor and boston scientific rep a second time and was told that it was impossible that the simulator could be causing this type of reaction. "I've been on opioids for eighteen years and my doctor wants me off of his opioid list." Reporter sees a new boston scientific rep for the third time; reprogramming made the pain worse. Tried to adjust the programming and had massive discharge in chest with shocking sensation. Now, the reporter must see a cardiologist.